Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2267 (air in line). The caregiver (cg) replaced the heater bag during fill causing the error. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the event was reported, retraining was done and the patient was doing fine with therapy. No patient injury or medical intervention was reported.